Event description:
A male patient contacted lifecor customer support to report that the monitor would not turn on. Support sent the territory manager (tm) to the patient to replace the patient's monitor and battery packs.

Manufacturer narrative:
Device manufacture date: battery pack - 01/2008. The other battery pack - 02/2008. Device evaluation summary: device evaluations of monitor, and two battery packs have been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unknown, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. Both battery packs were fully functional, and had no damage to their connectors. They were retested and restocked. The damaged connector on the monitor was replaced. No adverse events results from the damaged monitor. The patient received a replacement monitor and battery packs.